Event description:
Additional information received confirmed bone loss was also observed around the implant with implant threads exposure.

Manufacturer narrative:
A tapered screw vent implant (tsvb10) was returned for investigation. Visual inspection of the as returned product identified bone residue with signs of damage within the external threads of the implant. The collar and internal hex of the implant were visibly damaged as well. As a result of the damage, accurate measurement analysis could not be conducted. Unrelated to the reported events, a fractured screw was found in the internal threads of the implant, along with the significant damage observed. Follow up with the customer in ai287363 revealed it was possible that the damage and fractured screw were due to the removal process. Since the damaged implant and fractured screw were not originally reported and the customer did not state that the events happened before removal in the follow up, it is likely that these events occurred as a consequence the removal process. As a result, the damaged implant and fractured screw will not be investigated. The implant was located at tooth #27 and the implant was implanted in the patient's mouth for approximately 5 years. The patient was also reported to have poor oral hygiene, hypertension, and moderate density bone. No other pre-existing patient conditions were noted on the per or in the complaint form. No x-rays were provided by the customer for the reported events (infection, bone loss). DHR review was completed for the subject lot number (62679617). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#2506) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62679617) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection/bone loss) or for the reported device (tsvb10). Based on the investigation, the implant did not malfunction. The reported events (infection, bone loss) are non-verifiable as they are medical condition events.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported periimplantitis present in a patient. Implant (tsvb10 ) was removed. Tooth location 27.